Manufacturer narrative:
Product evaluation: the cartridge was returned. Barely perceptible residual viscoelastic is observed in the cartridge. The cartridge nozzle is cracked along the top. The tip has split as the crack traveled into the thinner tip material. There is evidence the cartridge was placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned in the lens case. A small amount of viscoelastic is observed on the lens. Both haptics are folded in on the anterior optic surface, typical of advancement in a cartridge. Cartridge complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause for the cartridge appears to be a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. The damage on the top of the cartridge started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. (B)(4).

Event description:
A materials manager reported that a cartridge cracked upon insertion during an intraocular lens (iol) implant procedure. There was patient contact. The procedure was completed that day. Additional information was provided by the initial reporter that the cartridge and lens were replaced to complete the procedure. There was no harm to the patient. Further information was provided that the cartridge cracked during insertion of the lens. The lens was only halfway in the incision. A new cartridge and lens was opened.